Event description:
It was reported that this was an arteriotomy closure of very shallow bilateral common femoral arteries using the pre-close technique via 8f sheath holes prior to a percutaneous endovascular aortic aneurysm repair (pevar) procedure. The sutures of two prostyle devices were successfully placed at each access site. The sheaths were upsized to 18f at each access site; the procedure was completed. Reportedly post procedure, the sutures were tightened; however, hemostasis failed bilaterally due to suture tracts traversing skin and subcutaneous tissue rather than advancing to the arterial wall. A surgical cut-down of both common femoral arteries was performed. The puncture sites were exposed, and additional figure-of-eight and purse-string sutures were placed to secure hemostasis. The perclose prostyle sutures were removed. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. The article also stated that the instructions for use does not include any caution or description regarding extremely shallow common femoral arteries or the risk of device malfunction in such anatomical conditions. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI is not known as the part and lot number were not provided. The additional devices referenced in b5 & d5 are filed under separate medwatch report numbers. Literature attachment: article title: "percutaneous endovascular aneurysm repair complicated by shallow femoral artery access" was read and entry verified".